Event description:
It was reported that the customer was hospitalized with low blood glucose. Her blood glucose level was unknown at the time of reporting. Her health care provider believed the pump may have inadvertently administered too much insulin. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected bolus delivery was noted during testing. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(6). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been updated which was not included with the initial medwatch report. The information has been provided with this report.the insulin pump passed the delivery volume accuracy test.